Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). Upon investigation, all impedances, as well as thoracic impedances were increasing, and the cause is suspected to be biological. The patient was contacted to urgently follow-up to the clinic. The patient presented significantly dehydrated, ill, and having lost 20 pounds (10kg) due to an unknown cause. This patient was subsequently admitted to the hospital non-device related reasons, and the health care professional (hcp) will follow-up to determine if impedances improve as the patient's biological state improves. This rv remains in-service. No adverse patient effects were reported.